Event description:
The customer reported the system intermittently failed to display a fluoroscopic image. This will result in intermittent loss of functionality. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.